Manufacturer narrative:
Per the lumenis service depot, there was a spot on the outside of the sapphire tip. This foreign material appears to be the root cause of the incident. The service depot cleaned the spot and tested the unit and found no problems.

Event description:
During a hair removal procedure to the face, a pt developed burns and blisters. The pt was sent home with post-laser cream.